Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the endoscope would not flip from 30 up to 30 down. The customer tried a new scope, but the issue remained. An intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through clearing and resetting the camera. The customer removed the endoscope from the universal surgical manipulator (usm) 2, rotated the endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen and pressed the clutch button on the usm that was holding the endoscope. The customer then reinstalled the endoscope onto the usm. However, the issue remained. When the surgeon pressed the 30 up or down button, beeping sound was heard, and the scope would not flip. The customer was continuing with the case. The procedure was completed with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the image was inverted since the scope would not flip from 30 up to 30 down. There was no injury to the patient.

Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted customer and confirmed the issue was scope related. The fse recommended customer return the scope. The fse also contacted the site's isi clinical sales representative (csr), had the csr test the scope, and found it was a bad scope. No site visit was conducted. The system was working properly, and no additional action was required. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.